Event description:
It was reported that the customer passed away due to diabetes complications while wearing the insulin pump. It was stated that the customer's last reading glucose level was unknown. It was stated that the funeral home disposed of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.